Manufacturer narrative:
This is one of two products involved with the reported adverse event of ¿target vessel occluded¿ and the associated manufacturer report numbers are 3008443827-2016-00028 and 3008443827-2016-00029. Please note that other medwatch reports were submitted in the past for another reported event for this patient/products, and the associated manufacturer report numbers are 3008443827-2015-00006 and 3008443827-2015-00007. Complaint conclusion: as report in the open study registry, at 5-12 month follow-up, they reported claudication and that the target vessel was occluded. However, the study coordinator reported that there were no adverse events. It was documented that the patient had mild claudication and had some difficulty walking one block quickly. There was no evidence of disease progression elsewhere. During the x-ray it was reported that the 2 stents are stable in position compared to last x-ray. Multiple attempts were made without success to obtain additional information. The device remains implanted in the patient; therefore, it could not be returned for analysis. Per bmt report, all the required inspections were performed within each traveler guidelines and the testing results complied with the specifications provided. The travelers did not indicate deviations or unusual findings. Since no deviations or unusual findings were identified, no corrective/preventative actions are required. Bmt concludes the subassembly systems lot bmt-s30625, flexstent clinical lot 1402402 was manufactured in accordance with bmt's quality requirements and customer's specifications. Restenosis is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Claudication occurs when blood flow to the lower extremities is less than needed based on level of activity; and therefore, ischemia and pain occurs. This is usually due to an obstruction in blood vessels. The claudication reported for this patient is most likely due to the occlusion reported in the target vessel. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Concomitant products: aspirin; clopidogrel; plavix; and heparin. The device remains implanted in the patient, therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event of ¿target vessel occluded¿ and the associated manufacturer report numbers are 3008443827-2016-00028 and 3008443827-2016-00029. Please note that other medwatch reports were submitted in the past for another reported event for this patient/products, and the associated manufacturer report numbers are 3008443827-2015-00006 and 3008443827-2015-00007.

Event description:
As report in the open study registry, at 5-12 month follow-up, they reported claudication and that the target vessel was occluded. However, the study coordinator reported that there was no adverse events. It was documented that the patient had mild claudication and had some difficulty waling one block quickly. There was no evidence of disease progression elsewhere. During the x-ray it was reported that the 2 stents are stable in position compared to last x-ray.